Event description:
The manufacturer received information alleging visualization of particles related to a CPAP device's sound abatement foam. The patient alleges to have had eye surgery due to the device blowing too much pressure on the patient's eye, difficulty breathing. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously received information alleging visualization of particles related to a CPAP device's sound abatement foam. The patient alleges to have had eye surgery due to the device blowing too much pressure on the patient's eye, difficutly breathing. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. Section h6 updated in this report.